Event description:
It was reported that this lead was explanted due to advisory. Another lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to high shock impedance out of range. Another lead was implanted. No additional adverse patient effects were reported.